Manufacturer narrative:
(B)(4). No conclusion code available; failure observed during analysis. Final analysis found external insulation abrasion was noted at 48.4-48.5cm from the connector pin, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at this location. (B)(4).

Event description:
This report is to advise of an event observed during analysis.